Event description:
It was reported that during a procedure for asnis screws, a piece of the asnis screwdriver was left in the patient, causing the patient problems. The event occurred during screw removal. A small metal piece impacted the surrounding tissue. Wound was closed and screw stayed in place as there was no reason for the removal, other than patient request.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be provided on a supplemental report.